Event description:
The patient had implant placed 10 years ago. Recently, the patient noticed increasing distortion , and integrity testing showed failed electrodes. The patient underwent surgery for implant revision.